Event description:
It was reported to medtronic neurosurgery that the connection from the three way stopcock leading to the drainage bag was found to be leaking after a pool of fluid was noticed on the floor, and that the drainage system was replaced with a new device. According to the report, the patient did not incur an injury as a result of the event.

Manufacturer narrative:
The returned drainage system was patent. However, it did not meet the requirements for leak testing due the transducer arm of the ze ro-reference stopcock having been broken off. It is unknown how or when this damage occurred. A review of the manufacturing records showed no anomalies. (B)(4).